Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a laparoscopic low anterior resection procedure, the stapler malformed. Antoher device was used to complete the case. There was no consequence to the patient.